Manufacturer narrative:
It was reported that the patient implanted with my3d pelvis (B)(4) had an alleged infection. The patient received a washout procedure- no devices were explanted during this procedure. The root cause of the patient's alleged infection could not be determined based on available information. The following MDR submissions are a part of this event: 3013450937-2025-00174, 3013450937-2025-00216, 3013450937-2025-00217, 3013450937-2025-00218, 3013450937-2025-00219, 3013450937-2025-00220, 3013450937-2025-00221, 3013450937-2025-00222, 3013450937-2025-00223, 3013450937-2025-00224, 3013450937-2025-00225, 3013450937-2025-00227, 3013450937-2025-00228.

Event description:
On (B)(6) 2025: the patient implanted with my3d pelvic reconstruction system (B)(4) had an alleged infection. The patient received a washout procedure- no devices were explanted during this procedure.